Event description:
On (B)(6) 2026, dear FDA: my name is (B)(6) and I'm an unhappy (B)(6) member. I'm 81 years old and have an history of kidney disease. On (B)(6) 2026, I went to the radiology department and received a gel injection to my left knee. It was made up of 60% sodium hyaluronate mg. This medicine caused a reaction to my body. It resulted in swelling to both knees and feet. My kidneys almost shut down. I was so sick and still have some swelling in my left knee and feet. My orthopedic department referred me to the radiology department to get the shot. I don't understand; I wasn't told about the risk, since I have kidney disease. I want FDA to let people know that this shot can cause extremely serious side effects! I have spent the last month in pain and couldn't hardly walk. Also, I had to take fluid/water pills to relieve the swelling. I had to be in bed with my feet propped up to reduce the swelling! Thank you very much, (B)(6). Reason for use: to stop and relieve extreme pain in my left knee and feet.